Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00794. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to metallosis from the metal head. Tissue was excised and replaced with a ceramic +0 head with adapter. There is no additional information available at the time of this report.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. A review of the device history record identified no deviations or anomalies during manufacturing for the head. Insufficient was information provided; therefore, a compatibility check could not be performed. This complaint could not be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.